Event description:
Device malfunction: difficult to remove. Time of malfunction: during procedure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after clip deployment the device became stuck in the tissue tract. The physician used the access ports to release the thumb advancer locking mechanism and the device was removed without incident. Hemostasis was achieved using manual compression. There were no adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.